Event description:
The caller reported that the insulin pump alarmed unexpected restart. The customer was in the hospital due to a stroke. A new battery was inserted but the buttons on the insulin pump were unresponsive. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.